Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how was the product purchased? From a trader/wholesaler in the market. Is there an indication of how the product was distributed? Locally to the hospitals after procuring it from international market/distributors. Is there any indication of the source? Our team on ground suspects it to be from turkey. Is the vendor an authorized vendor by jnj? No. Based on the packaging, is there any indication of which market the original genuine product may have come from? Our team on ground suspects it to be from turkey. Was the device used on a patient? If so, was there any patient consequence? Yes, and none reported to date. Is the suspected product available to be returned for evaluation? It is available for sale freely in the market, our team can purchase the same, but cannot ship it to you due to export restrictions. The product found in the market product code is (B)(4) (surgicel 10x20cm) lot# 5342230. Investigation summary: two pictures were received for evaluation, and a section of the box displaying the product code 1902gb, lot 5342230, expiry date on 2023-09-20, and the barcodes were observed. An investigation was conducted to compare the artwork (fonts, size), printed variables and bar codes to the released documents. Many discrepancies were found during the investigation. The lot number was entered in system and no results were obtained from the sites responsible to produce this product; the lot number was not recognized by database of ethicon. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that parallel stocks of absorbable hemostat were found in the southern region, mainly in the trade market. No adverse patient consequences were reported. Additional information was requested.